Event description:
A complaint of imprecise sequential readings was received on a customer's precision qid blood glucose meter. The customer obtained readings of 18.8, 2.2 and 15.1mmo/l within a ten minute timeframe.